Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. Using the returned multifunction cable and ECG cable, the device passed bench handling and ECG monitoring stress testing via pads and leads without duplicating the report. The device was recertified and returned to the customer. Review of the device log does show evidence of the report. However, it does not indicate a device malfunction. There are several defib lead fault messages indicating a valid patient impedance was not detected through the pads. There are multiple factors outside of a device malfunction that include but are not limited to: motion artifacts, poor contact between the pads and the patient, poor contact between the multifunction cable and the pads, patient skin condition, or an issue with the accessories themselves. Note: it's important to mention that the user could have changed the lead view on the device to see ECG since an ECG cable was connected to the device. The pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a female patient (age unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.